Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03040. The patient received his scs system, including a surgical lead (implanted in the cervical area) and two extensions (of the same lot), once the physician had placed the lead and extensions in the desired positions, he tightened the setscrews and tested the connections. The patient was under anesthesia during the procedure which prevented the physician from doing any intraoperative testing. Post-operative, the patient felt no stimulation on one side of the lead. An x-ray of the scs system revealed that one of the leads had disconnected from one of the extensions. The next day, the patient was taken back into surgery to correct the issue. At this time, the physician was unable to loosen the setscrews in both extensions. Both the extensions and lead were explanted and replaced. The explanted products were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. The extensions returned were cut about 28.5 cm from the terminal end and could not be evaluated functionally. The setscrews in the headers were successfully engaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.